Manufacturer narrative:
H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) was empty prior to two years. Cause unknown. Interrogated the ins with tablet. The issue has not resolved. Event is being reported due to nao reimbursement policy and battery depletion was normal or expected. No patient harm reported. Additional information was received. It was stated that the longevity calculator was not used at the implant of the ins. The hcp thought the ins would last as long as the prime advanced model. The rep doesn¿t know (didn¿t see the parameters) if the battery depletion would be considered normal or not. The ins will be replaced, a date has not been set yet.